Event description:
The customer contact reported low vacuum. On an unspecified date, the device was being used during an ultrasound-guided paracentesis procedure to remove excess peritoneal cavity fluid. It was reported that an unspecified access device was inserted into the pt for the procedure. The male adapter of the access device was connected to an unspecified 18 gauge needle that was inserted into the stopper of the device. After an unspecified length of time, low vacuum was noted. The customer contact reported that the device was not filling completely as expected. The customer contact indicated that the device was filled with approximately 550-750ml instead of an expected 1000ml. The device was replaced and the procedure was resumed. There were no reported adverse pt effects and no reported delay of therapy critical to this pt. No medical interventions were reported. Though requested, no additional info was provided.

Manufacturer narrative:
Investigation is not complete. This report represents all the info known by the reporter upon query by hospira personnel.